Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that investigation of the centrimag blood pump revealed improper fit of the centrimag pump into the centrimag motor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag blood pump not properly fitting into the centrimag motor¿s housing was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis, and no further details regarding the motor were provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.